Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified a piece of the impactor pad has broken off. Part and lot information is not visible. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument the tip fractured. There was no report of a foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgical tech noticed after the surgeon removed the instrument that the tip had cracked. There were no pieces missing at the time, however after the cleaning cycle there was a piece of the tip missing. There was no foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g2; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned product/provided pictures identified the inserter/impactor returned shows signs of use with impaction marks/gouges on the strike plate, wear and tear on the handle and both prongs on the distal end of the inserter are damaged. The black poly impactor tip is fractured and not all pieces were returned with the device. Dimensional analysis where measured was conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.